Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that upon powering the device on it continuously alarmed and the display "went dark". This behavior is indicative of an unexpected loss of power and in this state, the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. During the evaluation, ventec observed that the device would power off and then reboot by itself. Ventec opened the device to perform a visual inspection where it was observed that the internal flow transducer (ift) cable was no longer fully seated to the ift. Ventec reconnected the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.